Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were made to receive responses to additional questions (including reporter's position title and occupation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "unintentional delay in displaying images" occurred because the laser mode was turned off. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center had a black screen. The issue was found during a troubleshooting call. The customer explained that every time the operator triggers the laser they would get a black screen. It eventually would resolve into the image, but this was happening every single time. The customer confirmed there were no errors, no noise, nor static, it was just a delay in the image appearing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation however troubleshooting was performed by the olympus technical assistance center (tac), with the customer. Tac talked the customer through the main menu, color, laser mode, and had her toggle it on. Laser mode had been turned off. The customer set laser mode on, tried triggering the device and immediately noticed the issue was resolved. No further action is required. The delay of the image was due to the laser mode being turned off. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.